Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dialysis catheter. The customer reports there is a leak at the bifurcation junction of the catheter. Date the catheter was inserted in (B)(6) 2012 and removed on (B)(6) 2015. The indwelling time is 3 years. There are no injuries or impact to the patient's health.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product consisted of one assembled catheter 14.5 fr palindrome with slots heparin coating and anti-microbial sleeve. The catheter tubing was received cut and several signs of use were identified after a visual evaluation. During functional testing (underwater test), bubbles were detected coming out from the venous lumen, below the hub. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 3 years. The device was more likely damaged during use. The most probable roto cause can be due to inappropriate use of cleaning agents. The device involved was manufactured before the initiation of a corrective and preventative action. This event is being handled through this CAPA. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/16/2015. An investigation is currently underway. Upon completion, the results will be forwarded.